Manufacturer narrative:
Additional devices included on this report have been captured in manufacturing report number 2017233-2020-01010. If implanted, give date: date of device implant was requested, but is unavailable concomitant medical products and therapy dates: this information was requested, but is unavailable device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown.

Event description:
On an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® viabahn® vbx balloon expandable endoprostheses (vbx). It was noted that the index procedure was performed at an unknown hospital, so procedure information and device lot numbers were unavailable. On (B)(6) 2020 the patient presented with a fistula between the common iliac artery and the common iliac vein. A type iii endoleak was reported between the previously placed gore® excluder® iliac branch component and vbx device. It was reported that the endoleak was feeding the fistula. It was suspected that the vbx device may not have been fully opposed to the internal iliac gate of the iliac branch endoprosthesis during the index procedure. An additional vbx device was used to treat the component disconnection. The type iii endoleak was successfully treated. The patient tolerated the intervention.